Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a black circle on it. Customer states that the insulin pump scrolls on its own. The blood glucose reading is 211 mg/dl. Nothing further reported. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. Unable to test insulin pump communication with glucose sensor simulator and minilink transmitter for low glucose limit alert or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window and cracked reservoir tube lip.